Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alarm due to blank display. Pump received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the battery compartment was corroded and the insulin pump keeps reading battery failed test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.